Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient presented with pain so doctor removed the femoral nail. No other information per hospital protocol.

Manufacturer narrative:
Evaluation summary: a malfunction or failure of the device was not reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No discrepancies found during risk analysis review. No non-conformity was identified.

Event description:
Patient presented with pain so doctor removed the femoral nail. No other information per hospital protocol.